Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation review: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, initial scout views demonstrated a slightly tilted ivc filter in place intact at the level of l3. Approximately three years later, the patient was presented for filter removal and attempts to engage the hook of the filter for removal using 0.35 guidewire and 9-french sheath were unsuccessful. Venography revealed filter struts protruded slightly outside the wall of the vessel. After eight months and ten days later, venogram revealed slightly tilted infrarenal inferior vena cava filter without evidence of thrombus. Second attempt was made to retrieve the inferior vena cava filter. Multiple techniques were utilized; however, the retrieval was not possible due to the endothelialized and embedded apex of the filter. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2017). .

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation review: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, initial scout views demonstrated a slightly tilted ivc filter in place intact at the level of l3. Approximately three years later, venography revealed filter struts protruded slightly outside the wall of the vessel. Subsequently attempts to engage the hook of the filter for removal were unsuccessful. Therefore, the investigation is confirmed for perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter with snare and retrieval sheath but were unsuccessful due to perforation of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc, filter struts perforated and device unable to retrieve . The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.